Manufacturer narrative:
Device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as not confirmed upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. The event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: capsular contracture ¿ a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations4. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation. Rotation ¿ anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. The most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). It has been identified several significant risk factors for capsular contracture, including device features (surface, size), surgical factors (periareolar incision, subglandular placement, antibiotic irrigation), the development of hematoma/seroma, and the use of a surgical bra. (Calobrace, 2018). Periprosthetic capsules become pathologically active and undergo a ¿constrictive fibrosis¿ due to retraction of the fibrous tissue, which deforms their contents and impairs the aesthetic outcome, manifested by hardening of variable degree and, in advanced cases, by deformity of the breast. (Baker et al., 1990). Peri-implant fibrosis is the most common local side effect of silicone implants, with a reported incidence of 0.5% - 50% (wick, et al. ,2013, wolfram, et al., 2012, and handel, et al., 2006). Capsular contracture produces asymmetry between both breasts either in bilateral (when the degree of affectation is different) or unilateral cases. The patient may present discomfort in the contracting breasts, such as coldness and pain. (F. J. Escudero et al., 2005). Capsular contracture occurs approximately five times more frequently with smooth surface implants compared with textured surface implants. (Barnsley, et al. 2006). Rotation: back-to-front flipping is rare, reportedly accounting for 0-5% of cases 1 - 3. Diagnosis is clinically performed through physical examination of the patient and observation of possible changes in breast shape, without the need for diagnostic examinations. Asymmetries secondary to mal positioning are generally attributed to over dissection of the pocket or displacement of the implant. Patients usually present with the complaint of loss of breast shape; the breast appears as an anterior flat disc due to the flat base of the implant facing anteriorly 4. In order to avoid rotation of the implant, it is essential that the surgeon makes a choice of the implant adjusted to the patient's measurements and that the dissection of the pocket be adjusted to the measurements of the implant, especially in width. The repose of the patient in the postoperative period is fundamental. It is recommended to wear bra day and night for 6 weeks, avoiding physical exercise during this period. 1. Cunningham b. The mentor core study on silicone memorygel breast implants. Plast reconstr surg. 2007:120(1):19s-29s; discussion 30s-32s. 2. Cunningham b. The mentor core study on contour profile gel silicone memory gel breast implants. Plast resconstr surg. 2007;120(1):33s-39s. 3. Spear sl, murphy dk, slicton a, walker ps. Inamed silicone breast implant u.s. Study group. Inamed silicone breast implant core study results at 6 years. Plast reconstr surg. 2007;120(1):8s-16s; discussion 17s-18s. 4. Khan ud. Back-to-front flipping of implants following augmentation mammoplasty and the role of physical characteristics in a round cohesive gel silicone breast implant: retrospective analysis of 3458 breast implants by a single surgeon. Aesth plast surg. 2011;35:125-128. Bengston bp, van natta bw, murphy dk, slicton a, maxwell gp. Style 410 highly cohesive silicone breast implant core study results at 3 years. Plast reconstr surg. 2007;120(1):40s-48s. Breast augmentation and reconstructive surgery: mr imaging of implant rupture and malignancy. Christoph u. Herborn, borut marincek, daniel erfmann, claudia meuli-simmen, volker wedler, beate bode-lesniewska & rahel a. Kubik-huch. European radiology volume 12, pages 2198¿2206(2002). A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture and rotation.

Event description:
Brazil. It was reported that a patient underwent breast augmentation with removal of prosthesis in pocket e, replacement with a similar prosthesis on (B)(6) 2022, evolved with implant mobility, thickened capsule, and underwent capsulectomy was performed twice without success. Reports that the breast turns upside down.